Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure and cleaned the fiber end port. The unit passed all functional and safety tests as per manufacture's specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported cardiosave intra-aortic balloon pump (iabp) had fiber optic connector problem. There was no patient involvement.